Manufacturer narrative:
The t:slim g4 pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received an occlusion alarm. The impact to the customer's blood glucose level was not known. The customer had been using apidra. Although requested, no additional information regarding the occlusion was provided.